Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a critical pump error. Customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional's instructions. The product will not be return to the analysis.